Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged at the pigtail, interrupting insulin delivery. Reportedly, customer went to the emergency room (ER) to obtain syringes, however no treatment was given. Customer loaded a new cartridge to address the issue. It was also reported that an occlusion alarm occurred. Customer reverted to manual injections for insulin therapy.